Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield skull clamp was involved in a slippage during a procedure. The event was described as follows; on (B)(6) 2010, a mayfield skull clamp was applied to a middle age male. He was prone in reverse trendelenburg when the surgeon noticed the slippage. Appropriate measures were taken. The skull clamp slipped causing a small laceration on the side of the patient's head that required wound closure with staples. The device was taken out of circulation and returned to the manufacturer. The skull pins being used during this procedure were integra disposables, adult size - (B)(4).